Event description:
It was reported that approximately two years and four months post port placement, the catheter was allegedly damaged and leaked. It was further reported that four cracks were allegedly found at a position approximately fourteen to sixteen cm from the tip of the removed catheter. Reportedly, the port system was removed from the patient¿s body. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. Five electronic photos were provided for review. The investigation is confirmed for the reported fracture and fluid leak issues as four longitudinal splits were noted around 15cm depth mark on the catheter segment. However, the surface of the splits were not visible clearly in the provided photos. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g3, h6 (method) h11: h6 (result, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that approximately two years and four months post port placement, the catheter was allegedly damaged and leaked. It was further reported that four cracks were allegedly found at a position approximately fourteen to sixteen cm from the tip of the removed catheter. Reportedly, the port system was removed from the patient¿s body. There was no reported patient injury.